Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿acute abdominal symptoms¿. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Physioneal 40, 1.36% & 2/27%; minicap, pouch clip; titanium adapter. The peritonitis was manifested by cloudy peritoneal dialysate and abdominal pain. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin and gentamicin (doses, frequencies and routes were not reported). On an unreported date, in the month following the month of onset, the peritonitis was resolved and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.